Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels of 554. Prior to the hospitalized, it was stated that the customer changed the infusion set three times. Troubleshooting was performed and the insulin pump passed the required tests and the insulin pump was programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.